Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 43.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that after patient had an ablation procedure, increased capture threshold resulting in exit block was observed. Low sensing amplitude was also noted. The lead was explanted and replaced with no complications. Patient was in stable condition post procedure.